Event description:
It was reported the pt experienced a possible pocket infection. A revision was scheduled. No specific symptoms or outcome were reported. Additional information has been requested, a follow-up report will be submitted, if additional information becomes available.